Event description:
Customer reported receiving an unspecified "low reading" from her adc blood glucose meter. She further reported "that due to the low reading (she) fell and hurt (her) arm". Caller did not wish to continue troubleshooting because she "did not feel well". No further information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. The date when the meter was manufactured is unknown.